Manufacturer narrative:
On (B)(6) 2018 the lens was exchanged for a longer lens due to low vaulting, refractive surprise, and refractive change overtime. The lens exchange resolved the problem. The patient is happy. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -2.5 into the patient's left eye (os) on (B)(6) 2013. The surgeon reports low vault, refractive change over time and refractive surprise. Reportedly, the lens remains implanted.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found no visible damage to lens and presence of residue on lens surface. Claim # (B)(4).